Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to their local emergency room for bright red blood in stool on (B)(6) 2022. They were transferred to site hospital late on (B)(6) 2022 for evaluation and treatment. On (B)(6) 2021, hemoglobin was 10.2 g/dl (within this patient's normal range). On (B)(6) 2022, the patient's hemoglobin was down to 7.0 g/dl. It remains unclear when the last dose of study drug was taken but it was believed to likely be (B)(6) 2022.

Event description:
Additional information revealed esophagogastroduodenoscopy and colonoscopy were both performed on (B)(6) 2022. These tests revealed that the patient had gastritis and identified diverticulosis as the most likely source of the gastrointestinal bleed (gi). The patient received 2 units of packed red blood cells (prbcs) for the resulting anemia. The hemoglobin on discharge was 9.5g/dl. The patient was discharged home in stable condition on (B)(6) 2022 with no further evidence of gi bleed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.